Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedures was performed by the customer when the issue occurred, and the procedure was completed by user used a cellphone to capture photographs of the images. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to save images. Review of the system log file identified an error indicated that image processor post for the frontal ip-pc was not completed successfully. Upon troubleshooting, fse found the faulty power supply of ippc. To resolve this issue, fse re-plugged the power cable of ippc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system image processing (ip)-pc did not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.